Manufacturer narrative:
Results: power cord plug with broken ground prong, and detached power cord.

Event description:
It was reported by service report that the power cords had broken prongs, and the bed had no power. No pt involvement or adverse consequences were reported.